Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that the received device has been deformed and the end of the needle has been broken off the device. The t1, t2, and suture are still on the end of the broken piece. A functional evaluation could not be performed due to the deformed condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the ultra fast-fix was deformed and the end of the needle was broken off the device. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.